Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that medication leaked onto his shirt. He said the leak was on the tubing near his port. I had him clamp the line and power off the pump. He was going to put the pouch and pump inside a chemo spill kit pouch and return to the clinic. A healthcare professional emailed back in to say that the leak was at the luer lock connection. Medication being infused is unknown. No patient injury reported.